Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer blood glucose level raised to 370 mg/dl and 240 mg/dl which made them concerned whether smart guard counts insulin correctly. Customer did not report any alarms on the pump or issues with consumables. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.